Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The reported balloon rupture was likely due to an interaction with the calcified lesion. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, 75% stenosis in the mid circumflex. Reportedly, a 2.0 x 12mm nc trek balloon catheter was advanced for pre-dilatation; however, the balloon ruptured when inflated at 12 atmospheres. A non-abbott balloon catheter was used for further dilatation. A xience xpedition was used and the procedure was completed without an issue. There was no resistance during advancement or removal of the nc trek balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.